Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included menorrhagia, dysmenorrhea and hemostasis. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant,total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Concerning all the injuries reported in this case, the following one was described in patient's medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received: event added: she did not undergo essure confirmation test. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017: surgical pathology report: clinical information: menorrhagia, mymenorrhea, pelvic pain. Specimens- uterus and cervix; bilateral tubes. Gross description- sectioning of the cervix reveals multiple nabothian cysts filled with mucoid material and ranging from 0.2 to 0.5 cm in greatest dimension. The endometrium is red-tan and spongy with an endometrial cavity that measures 6.0 cm in length x 2.3 cm wide. Serially sectioning reveals a pink-tan trabeculated cut surface with no discrete lesions gross identified. The left fallopian fimbriated fallopian tube is purple-tan and smooth and measures 5.8 cm in length x 0.9 cm in greatest diameter. Sectioning of the left fallopian tube reveals a pinpoint lumen. Also noted on the left fallopian are two paratubal cysts. Concurrent conditions included menorrhagia, dysmenorrhea and hemostasis. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, menorrhagia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. She tolerated the procedure well discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012. Patient received treatment for events ¿ pelvic pain , abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Concerning all the injuries reported in this case, the following one was described in patient's medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet -new event abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017: surgical pathology report: clinical information: menorrhagia, mymenorrhea, pelvic pain. Specimens- uterus and cervix; bilateral tubes. Gross description- sectioning of the cervix reveals multiple nabothian cysts filled with mucoid material and ranging from 0.2 to 0.5 cm in greatest dimension. The endometrium is red-tan and spongy with an endometrial cavity that measures 6.0 cm in length x 2.3 cm wide. Serially sectioning reveals a pink-tan trabeculated cut surface with no discrete lesions gross identified. The left fallopian fimbriated fallopian tube is purple-tan and smooth and measures 5.8 cm in length x 0.9 cm in greatest diameter. Sectioning of the left fallopian tube reveals a pinpoint lumen. Also noted on the left fallopian are two paratubal cysts. Concurrent conditions included menorrhagia, dysmenorrhea and hemostasis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, headache and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. She tolerated the procedure well discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012 patient received treatment for events ¿ pelvic pain , abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - in (B)(6) 2012: failure to occlude (close) fallopian tubes. Concerning all the injuries reported in this case, the following one was described in patient's medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received- new event abnormal bleeding (vaginal) was added. Updated outcome of the event pelvic pain and abdominal pain from unknown to recovering and menorrhagia to recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017: surgical pathology report: clinical information: menorrhagia, mymenorrhea, pelvic pain. Specimens- uterus and cervix; bilateral tubes. Gross description- sectioning of the cervix reveals multiple nabothian cysts filled with mucoid material and ranging from 0.2 to 0.5 cm in greatest dimension. The endometrium is red-tan and spongy with an endometrial cavity that measures 6.0 cm in length x 2.3 cm wide. Serially sectioning reveals a pink-tan trabeculated cut surface with no discrete lesions gross identified. The left fallopian fimbriated fallopian tube is purple-tan and smooth and measures 5.8 cm in length x 0.9 cm in greatest diameter. Sectioning of the left fallopian tube reveals a pinpoint lumen. Also noted on the left fallopian are two paratubal cysts. Concurrent conditions included menorrhagia, dysmenorrhea and hemostasis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, headache and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. She tolerated the procedure well discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012. Patient received treatment for events ¿ pelvic pain , abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - in (B)(6) 2012: failure to occlude (close) fallopian tubes. Concerning all the injuries reported in this case, the following one was described in patient's medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.